Manufacturer narrative:
The lot number was provided for one malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and the investigation is confirmed for break and material separation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and break. This information was received from one source. The malfunction involved a patient with no consequences. The patient's age, weight and gender were not provided for the patients.